Event description:
Device malfunction: none; symptoms/ae: hypotension; time of symptoms/ae: during and after the procedure. It was reported that during a right internal carotid artery stenting procedure, during pre-stent dilatation with a non-abbott device and again during post-stent dilatation with a viatrac balloon, the pt experienced bradycardia and hypotension. Both events were treated with boluses of neosynephrine and a dopamine infusion was started. The bradycardia resolved immediately; however, the hypotension continued to be treated. During the night of the procedure, dopamine was weaned and the pt was started on oral decongestant. Three days post-procedure, the pt was discharged to home with orders to continue to take the oral meds. Although requested, there was no add'l info provided.

Manufacturer narrative:
There was no xact stent malfunction reported. Bradycardia and hypotension are known possible adverse events associated with the use of the device as stated in xact instruments for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.